Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. See attached file for details. No broken or missing parts were observed during analysis. See attached file for details. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the transmitter did not flash green when connected to the sensor. Customer's blood glucose at the time of the incident was 128 mg/dl. Customer reported that upon removal of the sensor they noticed that the electrode was tiny. Product is expected to return.